Event description:
False negative result(s). Customer stated that they regularly get tested for work every 3 days. When he took our test it was negative and discovered he was positive after taking a pcr test. Mw# (B)(4).

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100041 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.